Event description:
The patient experienced increased left trigeminal neuralgia. Neurostimulation therapy was abandoned. The hcp did not attribute the pain to lead placement, dislodgement, or change in stimulation. The hcp did not suspect a device-related etiology. Therapy was abandoned in (B)(6) 2009. The patient also felt thoracic pain at the incision device tract of the neuroelectrodes and pulse generator. The implantable neurostimulation system was explanted. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The implantable neurostimulator, lead, and extensions have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.